Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main drawer 1.1 and 1.2 were failed to detect on bus. The field service engineer reseated the connection of drawers 1.1 and 1.2 in the main and also wiped down the retractor bands to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the drawer was not detected on bus. The customer reported that the main drawer 1.1 and 1.2 both were failed to detect. The customer stated that this malfunction caused a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.